Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2008-01119 and 9616099-2008-01120. Please note that for device code represents under-dilated stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from foreign country, indicated that the patient had myocardial infarction, thrombosis and restenosis 23 months after receiving cypher stents. The index procedure was elective and the target lesion, the mid left anterior descending coronary artery was described as 2.5 x 40 mm long, de novo with a type c classification and total occlusion. The vessel was predilated at 10 atms and two cypher stents were implanted overlapping one another. A 2.5 x 28mm and 2.5 x 18mm cypher were implanted at 16 atms each for a residual stenosis of zero. Post dilatation was conducted. The timi flow was 0 prior to the procedure and 3 after the procedure. Twenty three months after the procedure, the patient had a fever with vomiting and presented at the hospital the next day with chest pain. ECG revealed acute myocardial infarction and coronary angiogram revealed a thrombus and restenosis in the proximally implanted cypher. The thrombus and the restenosis were treated by stenting with a driver stent. According to the physician, the thrombosis may have occurred because the stents were under-dilated; intravascular ultrasound was not conducted at the index procedure and the restenosis may have occurred because were placed two years earlier and progression of restenosis accompanied with dehydration due "catching a cold". Therefore, the events are not related to a cypher product detect.